Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled device replacement procedure due to elective replacement indicator (eri). The pocket was opened and visual inspection of the device noted no anomalies with the header and titanium casing. However, when the device was removed from the pocket, the header was detached from the titanium casing. The physician reported that the device had been functioning appropriately prior to the explant procedure. The physician commented that the header was completely detached and was only attached to the casing by the feed-thru wires. The device had been implanted subcutaneously.

Event description:
To date, the device has not been received at boston scientific's return products department. According to the boston scientific's local representative, a competitor replacement device was implanted. The hospital staff was not aware of the status of the explanted device. The explanted device may have been retained by the physician or the competitor representative. The device was received at boston scientific's return product department.

Manufacturer narrative:
The device is enroute to boston scientific for laboratory testing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt in our post market quality assurance laboratory, high powered microscopic visual inspection of the lead barrels and header of the device noted the header was slightly separated from the case of the device. Evidence indicates that the loose header was caused by external stress during the explant procedure. It is concluded that the allegation of a loose header was a result of incomplete adhesion of the header to the case. Electrical testing confirmed that the device paced, sensed and shocked normally. Manufacturing enhancements have been implemented to make the header bond more robust.